Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, it was confirmed that there was difficulty in injecting and draining water into the foley catheter.

Event description:
It was reported that during the pretest, it was confirmed that there was difficulty in injecting and draining water into the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of silicone temp sensing foley catheter with sample port connector and syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted using the return syringe encountered resistance but was able to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and inflated properly with no leaking; concentricity ok. With the syringe attach the balloon deflated passively with no issues. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and inflated properly. With the (in-house) syringe attached the balloon deflated passively in under 5 minutes. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.